Event description:
During service by baxter, the technician found an out of specification air-in-line printed circuit board. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 02 2007. Additional information:channel failure was initially reported by the facility. It is unknown when the event occurred. Evaluation summary: during product evaluation the air-in-line printed circuit board was confirmed to be out of specification. The air-in-line printed circuit board could not be recalibrated and therefore was replaced. The pump was returned to the customer fully operational.